Event description:
During priming of the oxygenator prior to use, priming fluid was noticed leaking from the gas outlet port. The involved device was changed out prior to use, therefore there was no pt contact.